Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a routine device-check, post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. Programming changes were recommended.

Event description:
New information received indicates that programming changes were made. The patient had no adverse events.